Manufacturer narrative:
Alleged failure: on (B)(6) 2023 the crossflow was used for a meniscus repair. No errors, issues with pressure or any other abnormalities with the crossflow we're detected. After the procedure when they removed the surgical drapes, the patient had severe swelling from their thigh to the calf. The crossflow until was pulled out of precaution. I've spoken to the surgeon as well as the or manager and out of safety they would like the machine to be replaced. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be 1) inflow cassette not properly inserted. 2) improper joint level. 3) user settings. 4) kinked inflow cassette. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there were no errors, or issues with pressure or any other abnormalities with the crossflow that were detected. However, after the procedure when they removed the surgical drapes, the patient had severe swelling from their thigh to the calf.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there were no errors, or issues with pressure or any other abnormalities with the crossflow that were detected. However, after the procedure when they removed the surgical drapes, the patient had severe swelling from their thigh to the calf.